Event description:
It was reported that "post-op film was taken day after surgery and showed superior screw backing out. Upon revision, noted fracture leading inferior from screw which has backed out."

Manufacturer narrative:
Add'l info has been requested, and if received will be supplied on a supplemental.